Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited noise which lead to multiple episodes of auto mode switches. The sensitivity was adjusted and the patient would continue to be monitored. No additional information was reported.